Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image of the fenestrated bipolar forceps was escalated to the quality engineering (qie) team. Pending qie investigation.

Event description:
It was reported that during a da vinci-assisted non-transthoracic transcervical esophagectomy surgical procedure, the plastic broke off the bowden cables of the fenestrated bipolar forceps. The procedure was completed with no reported patient harm and no delays. Intuitive surgical inc. (Isi) followed up and obtained an additional image of the fenestrated bipolar forceps.

Manufacturer narrative:
Annex codes updated: e2403 - no clinical signs, symptoms or conditions f26 - no health consequences or impact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the yaw pulley to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. Upon visual inspection, there was no damage observed on the conductor wires. No pieces were missing.